Event description:
It was reported to philips that the system had a display problem, which can impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The problem identified was a lack of display, which persisted despite several attempts to restart the device. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the issue no longer occurred. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.